Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported that the single use distal cover became dislodged from the duodenovideoscope and fell into the patient's body during a therapeutic endoscopic retrograde cholangiopancreatography procedure involving an olympus duodenovideoscope. The procedure was completed using the same device. The single use distal cover was discarded after the patient coughed it up in the recovery room. No patient injury was reported.